Event description:
Manufacturer's evaluation of the returned device revealed that the lancet carrier was not fully retracting inside of the device, which could result in a lancet protruding from the end cap. No associated injury was reported.